Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this device is not sold in the united states and therefore is not reportable in the united states. The device was not returned.

Event description:
It was reported that the patient experienced a problem with their catheter balloon bursting after 3 weeks insitu.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient experienced a problem with their catheter balloon bursting after 3 weeks insitu.